Manufacturer narrative:
G2: the country of the event is japan. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior fusion for osteoporotic vertebral compression (ovf). It was reported that when the operation ofns was checked during preparation before bone filling, all screws were loosened and the manual expansion operation was checked, but there were no problems. Afterward, when the instrumental expansion was checked and the inserter was attached, it seemed that the handle could not turn in the middle of the expansion, and when it was felt that it could turn, it got caught on the handle.  When it was replaced with a new cage and the same check was performed, it was placed with no problems. There were a delay in procedure, but less than 60 minutes. Product was discarded. There were no patient symptoms or complications reported as a result of this event.